Event description:
This is a follow-up report to correct the serial number in the initial and follow-up reports.

Manufacturer narrative:
Corrected data. Serial number on initial and follow-up report was incorrect.

Manufacturer narrative:
The patients primary care provider advised the patient to discontinue use of the device. The device is paid in full, patient owned devices are not returned to the manufacturer for evaluation.

Event description:
The patient has kidney issues and is wondering if the device could have caused her issues.

Event description:
The advised she has kidney issues and is wondering if the device caused her issues. She stated she is needing a kidney transplant.